Manufacturer narrative:
Age at time of event: patient year of birth: (B)(6).

Event description:
It was reported that a sheath split occurred. An isleeve 14f was in use during a valvuloplasty procedure. During withdrawal of the device the sheath split the length of the expandable portion. The dilator was inside the sheath during withdrawal. The procedure had been completed. There were no patient complications.